Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a power supply. A technical support specialist stated that the field service engineer reseated the cables and rebooted the station, but the issue was unable to be recreated. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system would randomly shut down while pulling medications. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.